Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to no power. The receiver log was downloaded by using a good known battery and reviewed, finding the receiver shutdown at high battery capacity. Functional testing could not be performed. The receiver was opened and an internal visual inspection was performed and failed due to battery was damaged/cracked ic. The allegation was confirmed. The root cause was determined to be a damaged receiver battery. No injury or medical intervention was reported.